Event description:
On (B)(6) 2024 - a 68-year-old male patient received supartz fx into the left knee for osteoarthritis. It was performed with 2" 22 gauge needle under fluoroscopic guidance from the lateral femotibial site. On (B)(6) 2024 - the patient received supartz fx into the right knee. He experienced pain at the injection site at the night through the next morning. On (B)(6) 2024 - the patient went to an emergency room, where an xray and MRI determined the injection aggravated a baker's cyst. He was prescribed oxycodone, give a walker and instructed to return the emergency room on monday, (B)(6) 2024 if the symptoms persisted to rule out a potential blood clot via ultrasound. On (B)(6) 2024- the patient returned to the emergency room where they were given an ultrasound. The ultrasound was negative for blood clot and an infection was suspected. The patient was admitted to the hospital. On (B)(6) 2024 - the patient received the washout procedure. Cultures were positive for staphylococcus epidermis. On (B)(6) 2024 - according to the nurse at the injection physician's office, the patient was diagnosed with an infection (bursitis in the back of the knee) and received surgery to clear the infection. Patient has returned to the hospital for a staph infection; cause of event is inconclusive. According to the patient, he did not receive culture results yet. He was taking antibiotics but was unsure of the names. He denied fever or discoloration, and he was still in the hospital. On (B)(6) 2024 - the patient was discharged. On (B)(6) 2024 - the patient returned the emergency department due to severe swelling. The patient was re-admitted to the hospital. On (B)(6) 2024 - the patient received a second washout. Additional cultures were taken and were negative for growth. On (B)(6) 2024 - the patient status was reported as improving, and currently receiving IV cefazolin, and previously received ceftriaxone and vancomycin.

Manufacturer narrative:
This is a definitive report. Additional information received from the sales partner on 2024-12-21, which was described in a report to FDA. This information was initially obtained by the sales partner on (B)(6) 2024, and we were informed of the date on 2025-01-03. The reported nurse informed their causality as inconclusive to the sales representative, so it is now classified as "cannot evaluate". Based on the result of investigation for lot# 4x4b27, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring. No similar case has been reported in the use of lot 4x4b27. Any contamination within the product was therefore unlikely. It was considered that the subsequent event was not related to the product.

Event description:
(B)(6) 2024- a 68 year-old male patient received supartz fx into the left knee for osteoarthritis. It was performed with 2" 22 gauge needle under fluoroscopic guidance from the lateral femotibial site. (B)(6) 2024- the patient received supartz fx into the right knee. He experienced pain at the injection site at the night through the next morning. (B)(6) 2024- the patient went to an emergency room, where an xray and MRI determined the injection aggravated a baker's cyst. He was prescribed oxycodone, give a walker and instructed to return the emergency room on monday, (B)(6) 2024 if the symptoms continued. (B)(6) 2024- the patient was admitted to the hospital. (B)(6) 2024- the patient received the washout procedure. Cultures were taken for testing. (B)(6) 2024- according to the nurse at the injection physician's office, the patient was diagnosed with an infection (bursitis in the back of the knee) and received surgery to clear the infection. Patient has returned to the hospital for a staph infection; cause of event is inconclusive. According to the patient, he did not receive culture results yet. He was taking antibiotics but was unsure of the names. He denied fever or discoloration, and he was still in the hospital.

Manufacturer narrative:
Additional information will be provided if it becomes available. The original information source received by bioventus was the consumer above on november 15 to be a non-serious event. They did not comment at all on the case causality between the prescribed products and the adverse event. Bioventus attempted to contact the patient and the nurse at the injection facility on november 25, and received the information to meet the serious event criteria for mandatory reporting to the regulatory authority. The reported nurse informed their causality as inconclusive to the sales representative, so it is now classified as "cannot evaluate". Based on the result of investigation for lot# 4x4b27, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring. No similar case has been reported in the use of lot 4x4b27. Any contamination within the product was therefore unlikely. It was considered that the subsequent event was not related to the product.